Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer states that the end user is in a nursing home. The dealer states that last year the chair was grown to 24 inches. The dealer states that when they got to the facility the end user states that the right step tube was broken with no idea how. The dealer has no further information to provide.